Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displays fault when battery was inserted ) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery fault flags, unable to fully charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery cells were mismatched and unable to charge. The root cause for the mismatched cells could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's flags revealed battery faults, that the batteries were not fully charging, and that the battery charger was displaying errors when charging a battery.